Event description:
The customer reported a clear fluid leak of less than 100 ml under the coulter lh 750 hematology analyzer, post instrument service for a retic qc (quality control) recovery issue. The customer indicated that the leak was not contained to the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered diluent leak at the solenoid valve sol69 at the back wash manifold mf4. The fse replaced the o-rings to resolve the leak and repair was verified per established procedures. Failure mode is attributed to the solenoid valve sol69 o-rings.

Manufacturer narrative:
Results: solenoid valve o-ring. (B)(4).